Event description:
It was reported that subsequent to the implant of protegen sling, the patient experienced erosion and necrosis of the vaginal wall, dehiscence, erosion through the urethra and other injuries. The device was removed. The device was not returned for evaluation.